Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the hemostatic valve. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: boston scientific's investigation determined tear in the silicone of the outer hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the sheath was leaking air. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. It was observed that the sheath was leaking air. The sheath was replaced and the procedure was completed. No patient complications were reported. The device was returned for analysis.

Event description:
It was reported that the sheath was leaking air. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. It was observed that the sheath was leaking air. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.